Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, menstruation abnormal, breast lump, depression, anxiety, chest pain, palpitations, shortness of breath, unilateral leg swelling, back pain, other disorders of intestine and cesarean section. Concomitant products included lorazepam. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 9 years 2 months after insertion of essure. On (B)(6) 2018, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: cysts on ovaries") and genital swelling ("reproductive system disorder or condition type of disorder or condition: swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), urticaria ("rashes or skin conditions- type: hives"), abdominal pain ("abdominal pain"), the second episode of vaginal discharge ("vaginal discharge"), medical device site scar ("coil was causing massive scarring and bleeding"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash and skin disorder"), headache ("headaches"), back pain ("back pain"), tooth disorder ("dental problem"), nausea ("nausea"), nervous system disorder ("neuro condit/ prob") and visual impairment ("vision problems") and was found to have the second episode of weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital swelling and dyspareunia was resolving, the uterine haemorrhage, anxiety, urinary tract disorder, migraine, polycystic ovaries, dysmenorrhoea, fatigue, the last episode of weight increased, urinary tract infection, urticaria, abdominal pain, the last episode of vaginal discharge, medical device site scar, hypersensitivity, dermatitis allergic and headache outcome was unknown and the vaginal haemorrhage, menorrhagia, bladder disorder, back pain, tooth disorder, nausea, nervous system disorder and visual impairment had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital swelling, headache, hypersensitivity, medical device site scar, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine haemorrhage, vaginal haemorrhage, visual impairment, the first episode of vaginal discharge, the first episode of weight increased, the second episode of vaginal discharge and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted essure confirmation test information as earlier in case it was reported and now in document it was mentioned she did not undergo confirmation test. Discrepancy noted essure insertion date- (B)(6) 2008, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: abnormal uterine bleeding, pelvic pain, abdominal pain, vaginal discharge, urinary tract disorder, menorrhagia, were newly added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of product technical complaint. Coding correction due to discrepancy between coding action item and match point coder query. Event :coil was causing massive scarring and bleeding synonym updated to medical device site scarring. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, menstruation abnormal, catarrhal lumps, depression, anxiety, chest pain, palpitations, shortness of breath, unilateral leg swelling, back pain, other disorders of intestine and cesarean section. Concomitant products included lorazepam. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 9 years 2 months after insertion of essure. On (B)(6) 2018, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: cysts on ovaries") and swelling ("reproductive system disorder or condition type of disorder or condition: swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), urticaria ("rashes or skin conditions- type: hives"), abdominal pain ("abdominal pain"), the second episode of vaginal discharge ("vaginal discharge"), scar ("coil was causing massive scarring and bleeding"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash and skin disorder"), headache ("headaches"), back pain ("back pain"), tooth disorder ("dental problem"), nausea ("nausea"), nervous system disorder ("neuro condit/ prob") and visual impairment ("vision problems") and was found to have the second episode of weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling and dyspareunia was resolving, the uterine haemorrhage, anxiety, urinary tract disorder, migraine, polycystic ovaries, dysmenorrhoea, fatigue, the last episode of weight increased, urinary tract infection, urticaria, abdominal pain, the last episode of vaginal discharge, scar, hypersensitivity, dermatitis allergic and headache outcome was unknown and the vaginal haemorrhage, menorrhagia, bladder disorder, back pain, tooth disorder, nausea, nervous system disorder and visual impairment had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, polycystic ovaries, scar, swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine haemorrhage, vaginal haemorrhage, visual impairment, the first episode of vaginal discharge, the first episode of weight increased, the second episode of vaginal discharge and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted essure confirmation test information as earlier in case it was reported and now in document it was mentioned she did not undergo confirmation test. Discrepancy noted essure insertion date- (B)(6) 2008, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: abnormal uterine bleeding, pelvic pain, abdominal pain, vaginal discharge, urinary tract disorder, menorrhagia, were newly added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.